Event description:
Telemetry issues were reported. The pt had not been able to recharge the implantable neurostimulator (ins) for over a month. It was thought that the ins may be flipped; the flip was not confirmed. It was noted that the pt had a past history of flipped ins. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).